Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal vhd was deployed. Three days later, the hospital made a routine follow-up call to the patient. At that time the paitent reported groin pain at the puncture site. The patient was seen by their physician the next day. The physician diagnosed a hematoma and no treatment was given. The patient returned to the physician's office 3 days later and was seen by a different physician. The physician felt that the groin was infected and did not have a hematoma. He reported that the groin was hot and red, but had no drainage. The patient was given oral antibiotics. Four days later, the patient returned to the physician's office and the groin remained hot and red, but also had drainage. An incision and drainage was performed on the groin. The staff reported a nickle-size area of infection. The groin site was cultured and was positive for methycillin resistant staph aureus. The patient was sent home the same day on oral antibiotics. No further complications were reported.